Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic bypass procedure, the monopolar curved shears was disconnected from the arm cart assembly in order to clean it. When the cable was disconnected from the monopolar curved shears, the pin where the cable connects came loose. The energy pin was broken. The monopolar curved shears was replaced with another one. There was no patient injury.

Event description:
It was reported that during a robotic laparoscopic bypass procedure, the monopolar curved shears was disconnected from the arm in order to clean it. When the cable was disconnected from the monopolar curved shears, the pin where the cable connects came loose. The energy pin was broken. The monopolar curved shears was replaced with another one. There was no patient injury.

Manufacturer narrative:
H3 and h6: annex b, annex c, annex d and annex g have been updated. Device evaluation: medtronic led an evaluation of the returned monopolar curved shears (mcs), as well as the associated device data and provided image. Visual inspection of the returned mcs noted no corrosion on the electrical contacts. There was no damage noted to the jaws of the I nstrument. Microscopic inspection of the drive cables noted no damage. The energy pin was disengaged and the disengaged piece was returned. Functionally, the jaws were manipulated into multiple positions in order to inspect the cables. The jaws were able to achieve each position fully with no difficulty. Electrical testing was performed and the instrument was read with no observed failures. Evaluation of the device data indicates this is a hardware issue which is not captured in the logs. Review of the provided image shows the energy plug of a monopolar curved shears and the plug was disengaged from the instrument. There was no visible damage to the pin. An mcs with no energy plug was seen in the background. Evaluation of the monopolar curved shears confirmed the reported condition. The root cause of disengaged monopolar plug was attributed to a manufacturing assembly issue. The monopolar plug was incorrectly assembled in the chassis that resulted in the monopolar plug not being able to be fully constrained inside the instrument. Improvements have been initiated to mitigate this condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.